Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to wear of the socket slider switch. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation, found that the scope could not latch, due to worn out socket slider switch. In addition, the front panel mouth was cracked, the main power switch needed to be upgraded, output measured within range, the fan and air measure was working with no issue. Finally, the unit passed the rest of the functional check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the connector of the evis exera iii xenon light source is inserted into the scope, it does not latch. The issue was found during preparation for use. There were no reports of patient harm.